Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat lesion in the mid left anterior descending (lad) artery with moderate tortuosity and moderate calcification. Resistance was felt during advancement of the 2.5 x 8 mm nc tenku to the lesion for pre-dilatation and it cross successfully; however, the balloon ruptured during the first inflation. A new device was not used for pre-dilatation and the procedure was completed successfully. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.